Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during interventional neuroradiology stent embolization of a right ophthalmic carotid aneurysm the stent (subject device) detached from the guidewire before the device was delivered to the treatment site. There was a surgical delay of 20 minutes. The procedure was completed successfully with no clinical consequences the patient.

Event description:
It was reported that during interventional neuroradiology stent embolization of a right ophthalmic carotid aneurysm the stent (subject device) detached from the guidewire before the device was delivered to the treatment site. There was a surgical delay of 20 minutes. The procedure was completed successfully with no clinical consequences the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added d2a common device name- updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the device came off the guide inside before the stent delivery and very far from the no-return zone (about half of the stent), so, without checking the device, everything was removed. The stent was removed from the patient's anatomy. The cause of the 20-minute surgical delay was the time it took to place a new stent. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use¿.